Manufacturer narrative:
Supplemental submitted as the investigation concluded that the lift potentiometer was not calibrated.

Event description:
It was reported via repair work order that the headend lift was stuck elevated due to damaged lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the headend lift was stuck elevated due to damaged lift motor and lift potentiometer was out of calibrated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.